Event description:
It was reported that following the implant procedure, the right ventricular lead exhibited low impedance, loss of capture, and loss of sensing. The patient was asymptomatic. The pocket was reopened; the lead was tested and reinserted into the pulse generator header. Following reinsertion, good values were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).